Event description:
Boston scientific received information that during the implant procedure; noise was noted on the pace/sense channel of this implantable cardioverter defibrillator when the chronic right ventricular lead was inserted into the header of the device. A second attempt was made to reinsert the lead, and noise was still observed. On the third attempt, a clean signal was confirmed and the noise was resolved. The new device was successfully implanted with the chronic lead. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.